Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported by the nurse that the patient came into the office for a follow up visit and his programmed settings were not as intended. Patient's generator was reset to zero. It was informed to her that this usually happens when a system diagnostic test is interrupted; therefore, she always needs to do a final interrogation as the final step in a dosing appointment to make sure the patient leaves the office at correct settings. Patient's programming history was reviewed and it was noted that patient did have a faulty system test which caused the generator to reset and since no final interrogation step was performed after the faulty system test, the generator reset went unnoticed until the next office visit.